Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Device had cracked reservoir tube lip, cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin reservoir compartment was cracked. Customer blood glucose level was unknown at the time of incident. Customer also stated that drive support cap appears to be normal. The device will be returned for analysis.